Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter:a misalignment of jaws was confirmed.new one was opened to complete the case with no problem. No patient involvement.